Event description:
Customer alleged blood glucose results of 222 mg/dl and 79 mg/dl when testing was performed back-to-back on the advantage system. Customer reported symptoms of low blood glucose, and self-treated with a candy bar; customer stated he felt better within 10 minutes. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device, and replacement product was sent.